Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 29-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the insufficient communication with the subject device and the video system center due to a part of the camera cable disconnection. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there were lines on the endoscopic image and the scope communication error was displayed at the maintenance. At the incoming inspection for the repair, olympus australia checked the subject device and found that the scope communication error b30 was displayed. There was no patient injury associated with this report.